Event description:
On 05/01/1998, the physician's billing clerk informed the MFR's sales rep of the following: the device was explanted and replaced on 04/24/1998. The pt has no insurance and is paying out of her own pocket and she wanted to know if the pt will be reimbursed if the explanted device was found to be defective. The device was in the possession of the facility where it was explanted. No further details were provided at this time.